Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii pivc had a crack and leaked blood during use. The following information was provided by the client: "in the process of puncture, it was found that there was oozing blood at the pinhole immediately after puncture, and blood was collected later, and blood flow was not smooth. Family members raised doubts, after needle extraction, saline irrigation, found that the needle transparent joint crack."

Event description:
It was reported that the bd intima ii pivc had a crack and leaked blood during use. The following information was provided by the client: in the process of puncture, it was found that there was oozing blood at the pinhole immediately after puncture, and blood was collected later, and blood flow was not smooth. Family members raised doubts, after needle extraction, saline irrigation, found that the needle transparent joint crack."

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 1293533. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.